Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, episodes of oversensing due to noise were noted on the atrial lead. No intervention has been performed at this time and further information has been requested. The patient was stable with no consequences. Related manufacturer report number: 2017865-2018-19303.